Event description:
It was reported that the pulse generator exhibited back up vvi mode, while still in shipping box. The device was not used.

Manufacturer narrative:
Final analysis confirmed the reported backup vvi operation. The root cause of the anomaly could not be determined. It was noted that the device was exposed to cold temperatures prior to its return.